Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer became aware of allegations, that a dreamstation bipap autosv was returned to a third-party service center. The manufacturer received information from the patient alleging black particle in the water chamber and gaskets. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported wrong coding in (device) problem code grid which is updated in this report.

Manufacturer narrative:
The manufacturer previously became aware of allegations, that a ds2adv auto CPAP. The manufacturer previously received information from the patient alleging black particle in the water chamber and gaskets. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center. The technician confirmed customer complaint is not replicated. The device was scrapped.